Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A pt reported that following an intraocular lens (iol) implant procedure, he has experienced ghost images, uneven lighting, and blurry vision at near and intermediate distances. Fellow eye is phakic with cataract. Additional info has been requested.